Manufacturer narrative:
(B)(4). Concomitant devices - unknown interlok fixed I-beam tibial plate with locking bar 67mm catalog #: ni lot #: ni; unknown vanguard interlok ps femoral component left 60mm catalog #: ni lot #: ni; biomet series a standard patella 34mm catalog #: ni lot #: ni. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2021-01117, 0001825034-2021-01118. Investigation incomplete.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain, instability and tibial component subsidence approximately three (3) years post-operatively. Initial operative notes did not identify any intraoperative complications. Revision operative notes noted slight bone loss of the distal femur, tibial subsidence with bone growth around the tibial baseplate and ligament instability with stiffness and arthrofibrosis. The patellar button was well-fixed. Attempts have been made, however, no additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d2; g4; h2; h3; h6 d10 - biomet cc I-beam tray 67mm catalog#:141222 lot#:ni van ps open intl fem-lt 60 catalog#:183124 lot#:ni reported event was confirmed by review of medical records received. Review found patient has had pain for 3 years with a rom of 10-70. Revision procedure found light bone loss around the distal femur and tibial subsidence with bone growth around tibia baseplate. Ligament instability with stiffness/arthrofibrosis. Proximal portion of tibia component cemented, stem was not. Femur distal portion was cemented but the stem was not. Patella button was intact and fixed. No complications noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.